Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. For: omni pod insulin management system user guide. Model: ust400. (B)(4) rev b 09/17. Changing your pod . Chapter 3 page 24 . Warnings: do not use a pod if it is past the expiration date on the package.

Event description:
It was reported that the needle did not move forward and when the pod was activated and did not retract as intended; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
D4 changed from d4 - model no: changed from pt-000435 to 14000; d4 - catalog no changed from pod-ble-h1-520 to zxp425; d4 - unique identifier (UDI) # changed from (B)(4) to (B)(4) .g4: changed from PMA/510(k) # k203768 to k162296.